Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately four years post left tka, this female patient underwent revision due to aseptic loosening. No additional information is available or forthcoming. The device is not available for evaluation.

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of an insufficient bond between the implant and the bone and patient-related conditions, which led to aseptic (noninfected) loosening. However, this cannot be confirmed as the devices were not available for evaluation and pre-revision x-rays were not provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Corrected fields: d1, h6 clinical codes, h6 component code additional information fields: a2, b2, b5, b7, d4, d10, g, g2, g3, h6 investigation codes. D10: (B)(6), 208-23-18 - cc tibial insert sz 3, 18mm, (B)(6), 204-36-16 - stem extension w/slot 160l x16 mm, (B)(6), 208-06-03 - cc distal fem augment sz 3, 10mm, (B)(6), 208-09-05 - cc stem ext adaptor 5 degree.

Event description:
It was reported via legal documentation that approximately 48 months after a left total knee revision procedure, the patient underwent a second revision procedure to address a loose and migrated femoral component. Initial surgery and revision surgery operative notes were provided. Post operative diagnosis noted: failure of total knee replacement, initial encounter. Intraoperatively it was noted that there was no evidence of gross infection or purulence. It was noted the allograft patellar tendon appeared to be well healed to the bone and incorporated into the tissue; therefore, was left alone. It was noted that polyethylene insert was noted to be removed without issue. The patella was noted to be well fixed. No medical or surgical interventions were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6: medical device problem code and investigation codes. H10: multiple MDR reports were filed for this event, please see associated reports: 1038671-2025-01670 and 1038671-2025-01747. H11: the reason for the revision reported in this event cannot be confirmed from the information provided but may be the result of femoral loosening, instability, prosthesis wear, and femoral stem loosening. Or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.